Event description:
It was reported that the plastic trocar cracked during the procedure and the piece needed to be extracted from the patient.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.